Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached, some of them were moved, and one band was broken. The suture thread was cut, possibly at the time of removing the device. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. Per media analysis, it is not possible to determine a problem on the provided photos. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing teeth were bent/damaged. The ligator housing still had seven bands attached; however, some bands were moved, and one band was broken. This evidence suggests an incorrect application of tension to the suture thread at the time of activation that bent the teeth and moved the bands until one band broke, causing improper deployment. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. At the beginning of the procedure, they made sure that there was no slack of the device and there was no difficulty experienced upon setting up the device. During the procedure, while they were in the target area, the physician suctioned the tissue to get a red out. When attempting to deploy the band, the band would not deploy properly. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. At the beginning of the procedure, they made sure that there was no slack of the device and there was no difficulty experienced upon setting up the device. During the procedure, while they were in the target area, the physician suctioned the tissue to get a red out. When attempting to deploy the band, the band would not deploy properly. The device was removed, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.